Event description:
Healthcare professional "allergan implants that had containers sticking for us again today. I was told that both implant boxes were shaken aggressively prior to opening". Device status unknown. Unknown if patient contact occurred.

Manufacturer narrative:
A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: tyvek or thermoform sticking photo analysis: visual analysis of the photographs identified: ¿ tyvek or thermoform sticking : unable to observe as it is a medical event that is not related to the device.

Manufacturer narrative:
Additional, changed, and/or corrected data: a2, a4, b5, d6a, h.3, h.6. Visual analysis of the photographs identified: tyvek or thermoform sticking : unable to observe the event through photos.

Event description:
Sales rep reported on behalf of healthcare professional "allergan implants that had containers sticking for us again today. I was told that both implant boxes were shaken aggressively prior to opening". Device was implanted. This record represents the left side.

Event description:
Healthcare professional reported left side implant had containers sticking for us again today. I was told that both implant boxes were shaken aggressively prior to opening". Device was implanted.

Manufacturer narrative:
Correction to g.3. Aware date of supplemental medwatch #1. Aware date should have been listed as 17/may/2024.